Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 304 mg/dl, treated with the device. Possible causes of the blank display were explained to the customer. Troubleshooting was performed. Customer was advised to disconnect from the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment or battery cap. Customer inserted a new battery and the display did not return. Customer was advised to clean the battery cap and compartment. Insert a new battery and customer reported the display did turn back on. Customer was advised to discontinue use of the device and revert to back up plan. No further information report